Event description:
It was reported by the patient that "one old lead was broken or malfunctioning and was capped". No information could be obtained through follow-up attempts with the clinic. No patient complications have been reported as a result of this event.